Manufacturer narrative:
Upon review of the provided information, it was determined that the correct aic serial number involved in this event is ic1883. As such, this is a duplicate report of 1220648-2024-21968. Please see 1220648-2024-21968. For all further investigation / reporting related to this event.

Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that an automated impella controller (aic) was rupturing the purge discs of installed cassettes. The aic was swapped to resolve the noted issue. There was no patient harm.